Event description:
It was reported that during a ureteroscopy procedure the tip of the stone cone retrieval coil snapped off in the ureter. The stone cone retrieval coil was successfully deployed to remove stones from the pt's ureter. Approx. Five passes with the device were successful. On the next pass after opening the stone cone, approx. 4cm of the tip snapped off and remained in the ureter after withdrawal of the device. The fragment was retrieved successfully with a biopsy forceps. There were no reported pt complications and the pt was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.